Event description:
Procedure type: oophorectomy. According to the reporter: as the surgeon was placing a number 11 trocar in the abdomen, part of the tip broke into the patient's fascia. The surgeon converted the surgery to laparotomy because there was so much scar tissue and adhesions that he was unable to get the ovary safely. The surgeon located both pieces of the trocar that were broken from the trocar.

Manufacturer narrative:
(B)(4).